Event description:
Alleged event: healthcare professional reported via sus voluntary medwatch (uf/importer report #(B)(4)) right side "five patients with mentor breast tissue expanders developed infections after surgery. Ductal carcinoma in situ of right breast. Reconstruction of both breasts with tissue expander (mentor 450 ml with 0 initial fill), and bilateral mastectomy. Patient presents to office appointment for fill at breast clinic but left breast is warm, red so sent to ed on [date removed]. Left breast tissue expander removed in operating room on [date removed]." Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).